Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not recording episodes. The patient was having episodes but upon interrogation, there were none to view. The stored records were cleared but the issue still persisted. The patient will be evaluated again with new confirm activator.